Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced severe pain, bleeding, sores, jaw pain, headaches, drooling, ill-fitting retainers, and worsening tooth alignment during the use of the aligners.